Event description:
It was reported that one to three days after a novasure endometrial ablation and laparoscopic tubal ligation, the pt came down with a high grade temperature of "104" degrees fahrenheit. The pt was subsequently admitted and found to have group b streptococcal (gbs) bacteremia in her urine with a normal white blood cell count. Intravenous levofloxacin (levaquin) and vancomycin (cancocin) were administrated. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. The lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. IFU: according to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).